Event description:
It was reported that during an infusion set change the user forgot to remove the blue needle guard before insertion. The agent instructed the user to remove the adhesive paper and the blue needle guard, after which the user stated they had done so, but the infusion set was deployed incorrectly leading to high glucose with a reported blood glucose value of 315 mg/dl on an ilet system. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to the cannula and an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.